Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the allegation due to due to integrity of the sensor which has been compromised and the environment which the system failed cannot be replicated. The reported event of a broken needle could not be determined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted at the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.